Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured a low, out-of-range shock impedance through the associated implantable cardioverter defibrillator (ICD). Invasive examination revealed insulation damage to the lead's terminal end; burn marks on the ICD case were aligned with this damage. The physcian elected to repair the lead. Subsequent shock impedance measurements at 1.1 and ~14 joules were within acceptable ranges.